Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: addrs1 implantable pulse generator (ipg): implanted: (B)(6) 2011. 4592-45 implantable pacing lead: implanted: (B)(6) 2011.

Event description:
It was reported erosion occurred. It was further reported the right ventricular lead dislodged. The lead was explanted. No further patient complications have been reported as a result of this event.